Event description:
In 2004, the pt reportedly fell (no other details were provided). Five days later, the pt reportedly experienced intermittency. The next day, while wearing the sound processor, the pt reportedly had no sound percept. Three days later, the pt was seen for device eval. Testing performed confirmed that the pt's c1 device was no longer functioning.